Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/13/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a loss of prime associated with a low, non-zero force. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms or loss of prime warnings. The force sensor calibration reading was low and not within specifications. The pump case was removed and the force sensor resistance reading was within specifications. No contamination was found on the force sensor assembly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.